Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for routine device check. Upon interrogation of the device the right atrial lead showed high, out of range lead impedance and noise. Sensing test revealed capture threshold in range. Patient was asymptomatic. Physician performed isometric exercise to reproduce the noise however it was unsuccessful. Physician elected to continue to monitor the lead.